Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). Vascular access was obtained via the radial artery. The 15mm x 2.5mm quantum maverick balloon catheter was being used for post dilation of a stent. The balloon catheter was advanced through a previously placed non-bsc stent and some difficulty during advancement was experienced. Upon the first inflation attempt at 7atms for 5 seconds, a balloon rupture occurred. The quantum maverick balloon catheter was removed and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)